Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-03694 / 03696).

Event description:
Patient hospital stay was prolonged for three days due to post-operative pain following an initial shoulder arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Provided x-rays were evaluated, and the reported event was not confirmed. X-ray review indicated mild, non-progressive radiolucency in zones 1, 2, and 3. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.